Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
On "(B)(6) 2019: a staphylococcal infection was found in the affected area, and a revision surgery was scheduled for (B)(6) 2019."